Event description:
A customer reported that a system message displayed and was unable to be cleared during a cataract extraction procedure. The procedure was completed manually with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).